Manufacturer narrative:
Device was not returned for evaluation. Photo from physician depicts a rash in the pattern of the catheter. Device history records show no other reports of this nature. Photo forwarded to catheter supplier for review. Supplier reviewed device history records from 2005 which in the last time zimmer osp purchased the part number. The device history records were reviewed at supplier and all lots met design specification. The supplier indicated in response letter that they could not provide a comment on any allergic reactions that the patient might have experienced, and they could not determine how the described incident occurred.

Event description:
Physician said that he conducted arthroscopic surgery on the left shoulder of a 33 year old white male and placed the ost-operative continuous infusion pain device as usual. With 1% lidocaine as the anesthetic. When removing the catheter post-operatively. A rash in a circular loop pattern was present where the catheter had made contact with the skin.